Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument input disc fell off. The instrument was being removed due to the instrument not applying the clip properly. The wheel did not fall into the patient. The wrist was straight upon removal. There are no photos or videos of the event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure occurred on (B)(6) 2024. The procedure was a robotic lap cholecystectomy. The device used in the procedure was the hem-o- lok, large clip applier/8mm. The size clip used was large. The instrument was inspected before use. The clip was used twice on the cystic duct before a flashing light came on, while attempting to remove clip applier from robot machine is when the disc fell off onto the drapes. The procedure was complete using another clip applier.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer-reported complaint. The large hem-o-lok clip applier instrument was found to have multiple broken input disks. Specifically, input disk #7 was completely detached from the base of the housing, and hairline cracks were found on grip input shaft #6.